Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) passed functional testing; however, the display wires were noted to be pinched, with wire exposed. The main seal was also pinched, one case screw contaminated, and the encoder nuts were not torqued to specification. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for a field advisory recall. It was analyzed and tested out of specification. There was no patient involvement.